Event description:
It was reported that the tibial component on xray appeared to be loose and was determined to be grossly loose intraoperatively. The femoral component presented with significant osteolysis. The tibial insert appeared pitted.

Manufacturer narrative:
This is the same patient/event as MFR #s 9610726-2009-00056 and 9610726-2009-00058.